Event description:
It was reported that after a peripheral revascularization procedure of the right limb, arteriotomy closure of a mildly calcified left common femoral artery was attempted using a starclose se device. Reportedly, after uneventful clip deployment, a large hematoma developed a few centimeters proximal to the access site on the medial side of the left thigh. The hematoma was expressed for twenty minutes. The blood pressure of the patient dropped but recovered to a normal range without treatment. An ultrasound performed did not reveal any active bleeding. It was not known when, where, or how the bleeding occurred. There were no reported adverse patient sequelae. The physician was reported to be trained use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The investigation is not yet complete. A follow-up will be submitted with all additional relevant information. (B)(4): use in a mildly calcified vessel. The starclose se device instructions for use state under precautions, do not deploy the clip in areas of calcified plaque and under special patient populations, the safety and effectiveness of the starclose se vascular closure system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. During deployment of the starclose se, the tines of the clip can cause calcification to break off from the interlining of the artery wall, which can migrate to a narrow vessel causing restriction of blood flow. Calcification of the common femoral artery may cause incomplete clip tissue capture resulting in continued bleeding. Moreover, deploying the starclose se device in a calcified vessel can cause the device to malfunction resulting in failure to deploy and difficulty removing the device.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. Due to the limited reported case details, a conclusive cause for the reported difficulty in removing the device cannot be determined. It was reported that a femoral angiogram performed prior to arteriotomy closure revealed mild vessel calcification. It should be noted that the starclose instructions for use (IFU) state under special patient population that the safety and effectiveness of the starclose device have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. The IFU further states do not deploy the clip in areas of calcified plaque. Based on a review of the event information, the testing results, and inspection criteria for the device, a product quality deficiency was not noted. A query or review of the complaint handling database was not performed because the device lot number was not reported. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device. A quality control audit inspection is performed to verify product quality. A product quality deficiency was not noted.